Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had lost weight and the ins had become superficial enough that it was becoming uncomfortable for the patient. A pocket revision was done to implant the ins deeper. The battery was moved from the flank to the buttocks as it would be a more comfortable place for the ins. The issue was resolved at the time of report.